Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The device had high idle current due to open trace on lcd driver. No unexpected off no power, low battery, failed battery test, or battery out limit alarms noted during testing. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, he was having issues with the insulin pump as it was completely dead. Customer received a new battery cap and inserted two new batteries and display didn't return. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.